Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and that the cardiac compass cut off for atrial fibrillation (af) burden. The ra lead was programmed off and remains in patient. The ipg remains in use. No patient complications have been reported as a result of this event.